Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range pacing impedance measurements in the right ventricular (rv) channel. Data was sent to boston scientific technical services (ts) for their review. At this time, this system remains in service. No adverse patient effects were reported. Additional information confirmed that the only change made to this device was to increase the alarm range of the low voltage impedance and the rv threshold voltage was increased as it has risen to 4v . The impedance was normal and stable. The cardiologist will discussing the options with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range pacing impedance measurements in the right ventricular (rv) channel. Data was sent to boston scientific technical services (ts) for their review. At this time, this system remains in service. No adverse patient effects were reported. Additional information confirmed that the only change made to this device was to increase the alarm range of the low voltage impedance and the rv threshold voltage was increased as it has risen to 4v . The impedance was normal and stable. The cardiologist will discussing the options with the patient. Additional information was received which indicated that, this right ventricular (rv) lead also exhibited a gradual increase of shock lead impedances, with out of range measurements. The technical services (ts) discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.